Event description:
It was reported upon turning her system stimulation on, using the pt programmer, the pt experienced stimulation increasing to the maximum tolerable amplitude. The pt was able to turn the stimulation down. The pt was advised to turn off stimulation by using the (-) button. Further f/u identified the pt was re-educated on using the pt programmer and the issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.